Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 3 reports linked to mfg report numbers: 3013886523-2022-00533 and 3013886523-2022-00535. A facility reported a certas valve (ID 828814) was implanted via v-p shunt on november 2021 with unknown setting. It was used with a bactiseal ventricular catheter (ID 823073 serial: unk) and a bactiseal peritoneal catheter (ID 823074 serial: unk). In the beginning of (B)(6) the skin at the site where the valve was placed was thinning, and a fistula of about 2 mm was formed, through which cerebrospinal fluid leaked. On (B)(6) 2022 when the valve was removed, damage to the silicone near the sg was confirmed. The bactiseal ventricular catheter and the bactiseal peritoneal catheter were also removed on (B)(6) 2022. After shunt removal, there is a tendency for ventricular enlargement. The valve was not replaced.

Event description:
N/a.

Manufacturer narrative:
The bactiseal ventricular catheter (ID 823073) was returned for evaluation. Failure analysis - the catheters were visually inspected; no defect was noted. The catheters were irrigated: no occlusion was noted. The catheters were leak tested, no leak was noted. No root cause could be determined for the issue reported by the customer as no occlusions were found with the catheter. The possible root cause for the issue reported by the customer could have been to biological debris and protein build up interfering with the catheter, but at the time of investigation no enlargement issues were noted.